Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported from the odh study, that a patient was hospitalized due to a bilateral pulmonary embolism. The event was treated with medication therapy and the patient was discharged the next day. No medical documentation was provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the instructions for use documents revealed this failure mode was previously identified. Pulmonary embolism is a potential complication associated with any surgery. The potential probable cause of this event is blood clots formed during the procedure. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient was hospitalized due to a bilateral pulmonary embolism. The event was treated with medication therapy and the patient was discharged the next day.